Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 486 mg/dl. Customer¿s current blood glucose was 115 mg/dl, 151 mg/dl. Customer stated that insulin pump had low battery alert and loss communication error. Insulin pump will not be returned for analysis.